Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a low flow alarm on (B)(6) 2020 with speed drops. There was also a speed drop on (B)(6) 2020. There was new external damage to the driveline. During log file analysis, 4 low speed advisories were observed on (B)(6) 2020. This type of behavior is indicative of issues with the percutaneous lead. A percutaneous lead repair was performed on (B)(6) 2020 and the entire external lead was replaced therefore another repair would not be possible.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: heartmate ii lvas IFU and patient handbook are currently available. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. Although evaluation of the submitted log file confirmed drops in speed below the low speed limit, a specific cause for the low speed events could not be conclusively determined during the analysis of the returned portion of the driveline. Review of the submitted log file found two drops in speed below the low speed limit occurring on (B)(6)2020 at 02:45:36 am and on(B)(6)2020 at 06:04:57 am. These low speed events had corresponding low speed hazard/advisory and low flow hazard alarms. All of the low speed operation alarms occurred while the patient was supported by the power module. Based on previous complaint experience, the captured speed drop events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6)2020 and the replaced portion was returned in a segment measuring approximately 19¿. The driveline was received with rescue tape covering between 8¿ to 11.5¿ from the metal connector. Electrical continuity testing of the driveline in its returned condition did not reveal any discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of the rescue tape, tears in the silicone jacket between approximately 10¿ and 11¿ from the connector were observed. A tear in the bend relief of the silicone jacket was also observed approximately 2¿ from the connector along with bunching of the silicone jacket approximately 5.5¿ from the connector. There was no damage to the bionate layer. Breakdown of the metal braided shielding was observed at the terminus of the bend relief, between approximately 4¿ and 6¿ from the connector, 8.5¿ from the connector, and 9¿ from the connector. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage. Microscopic inspection and hipot testing of the returned portion of the perc lead did not identify any areas of compromised wire insulation. The evaluation of the returned portion of the driveline did not reveal a device-related issue that would have contributed to the low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.